Manufacturer narrative:
Complaint has been evaluated and the alleged issue was addressed with tandem technical support. No product being returned for evaluation.  The information has been added to the database for trending purposes. Trends will continue to be monitored. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Customer's blood glucose level was 255 mg/dl. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider prior to modifying the setting.